Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a black display. The customer¿s blood glucose level was 260 mg/dl. The customer also reported that they know the insulin pump battery was dead. The customer reported that the insulin pump had pump had pump error. Troubleshooting was performed. The customer stated that audio test was passed. The customer stated that the insulin pump went dead. The insulin pump will be returned for analysis. The insulin pump will not be returned for analysis.